Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and additional information. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The pleatman sac was returned to the service center for evaluation. The customer's report was confirmed, upon visual inspection a tear in the pleatman sac was noted during inspection of the returned device. The tear was located on the distal tip of the device. The DHR (004942-901 kr836395) for this product has been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 20 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure.

Manufacturer narrative:
As part of our investigation, an olympus sale representative visited the user facility and observed a few cases and determined that there was no issue with the trocar. The specimen bas was returned to the service center and is pending evaluation. The exact cause of the reported bags tearing during use cannot be determined.

Event description:
The service center was informed that during a therapeutic laparoscopic appendectomy, upon introduction of the pleatman sac through the trocar to remove the specimen, the sac tore. The trocar maintained pneumo. It was reported that a total of three bags were used and all tore. The procedure was completed successfully with the fourth bag. No additional care for the patient was needed. The procedure was prolonged but it is unknown by how much. The customer attribute the tearing to the trocar. There was no patient injury reported. This is 1 of 3 reports.